Manufacturer narrative:
Additional information can be found in sections. Corrected data can be found in sections. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the reported complaint that the pulley at the instrument tip broke off. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a piece approximately 0.068 x 0.201 and was not returned with the instrument. The known common cause of this failure is due to mishandling/misuse. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the device evaluation results, the complaint will remain reportable due to the following conclusion: during the da vinci-assisted prostatectomy, the pulley at the tip of the curved bipolar dissector broke off and the location of the missing instrument fragment is unknown. It is also unknown if the missing fragment actually fell inside the patient and was retained. However, failure analysis determined that the cause of the instrument damage was mishandling/misuse. Therefore, there is no indication that the instrument malfunctioned in a way that could contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical, or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, it was alleged that the pulley at the instrument tip broke off and the location of the broken fragment is unknown. It is unknown what caused the breakage to occur. It is also unknown if the broken fragment remained inside the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the pulley at the tip of the curved bipolar dissector instrument broke off. The customer further stated that they couldn't rule out the possibility that the broken fragment remained inside the patient. The customer did confirm no patient harm. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to obtain additional information regarding the reported event. However, no additional information has been received as of date of this report.